Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that upon startup, and testing system motions, the gantry would travel outward in x direction, stop approximately 4'' from length of travel, and proceed no further. The medtronic representative retracted the bellows cover and removed the x-stage cover. The rep found damage caused by the docking pins to edge of x-stage cover. The divots in the cover were manually removed, the system was re-homed, and the covers were replaced. Full system functionality was restored. The system checkout performed with satisfactory results.

Event description:
A medtronic representative reported that the gantry would not fully extend in the x direction. When nearing full extension it would cause a jerking motion. No patient was present during the time of the reported incident.